Manufacturer narrative:
(B)(4). The customer reported that the device was discarded and is not returning for evaluation; however, the customer is expected to return seventeen unused sterile devices with the same part (12673-03) and lot number (20926j1) for evaluation. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The five other perclose proglide devices, referenced, are being filed under a separate medwatch manufacturer report numbers.

Event description:
It was reported that after a percutaneous coronary intervention, bilateral arteriotomy closure of the common femoral arteries (lcfa & rcfa) was attempted using perclose proglide devices. Reportedly, during lcfa proglide device deployment, when the device was removed the entire suture with the knot intact pulled out of the vessel. Two additional proglide devices were attempted, but with the same results. A fourth proglide device was used to achieve hemostasis of the lcfa. Reportedly, during rcfa proglide device deployment, when the device was removed the entire suture with the knot intact pulled out of the vessel. Two additional proglide devices were attempted, but with the same results. A fourth proglide device was used to achieve hemostasis of the rcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Sixteen unused sterile representative sample proglide devices with lot number (20910j1) were returned for evaluation. A random sampling of thirteen devices were tested. Functional testing was performed on the thirteen random sample devices and all passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.